Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: ht pilot, asahi sion. Guide cath: launcher 8f jr4.0 sh, corsair microcatheter, crossboss microcatheter, guidezilla 6f . The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed, distal right coronary artery. After numerous guide wires, guiding catheters, microcatheters and balloon catheters were used a rotablation wire was placed and rotablation performed. The 3.25 x 20 mm trek balloon catheter was advanced for additional pre-dilatation and was inflated twice to 18 atmospheres for 10 seconds. Although the balloon was confirmed to be fully deflated prior to attempted removal, resistance was felt during retraction of the balloon catheter inside the guiding catheter. It was observed that the balloon and tip had separated from the shaft inside the guiding catheter. Leaving the non-abbott wire in the patient, the guiding catheter and the balloon catheter were removed together as one unit. After retraction the guiding catheter was flushed out revealing the balloon and tip. Nothing was left in the patient. The procedure continued on successfully with use of a non-abbott balloons and placement of drug eluting stents. The patient outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The balloon rupture and separation were confirmed. The difficulty to remove could not be replicated in a testing environment as it is based on operational circumstances. It should be noted that the coronary dilatation catheters, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported separation and difficulty to remove appear to be related to circumstances of the procedure; however the reported balloon rupture appears to be related to user error.

Event description:
Return device analysis revealed a balloon rupture. It was confirmed by the site that they observed the rupture after the procedure when the device was removed from the patient. No additional information was provided.